Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer was trying to give a bolus for his dinner and he ended up noticing that the pump started to alarm. Customer stated that he had the pump on when he was working outdoors. Customer stated that when he was done, he took the pump off and ended up taking a shower. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube window.